Event description:
On april 4, 2006 a gore excluder aaa endoprosthesis was used to repair an abdominal aneurysm. The trunk-ipsilateral leg component was deployed without incident. Attempts were made to cannulate the contralateral gate but were not successful. After an angiogran run it was then apparent that the contralateral gate was almost completely closed. Other technique to gain access were tried including brachial access and the snare catheter technique but both methods were unsuccessful. A second trunk-ipsilateral leg component was then delivered via the patient's right side access and deployed successfully, creating an unplanned aortouniiliac procedure. A femorofemoral crossover procedure was then performed without incident. The patient is reported to be doing well postoperatively.